Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
Pod data indicated no sign of struggle during pod use. A leak test discovered a leak on the unexposed portion of the soft cannula 0.149 inches away from the nail head. The observed leak can be concluded as the cause for the pod's failure to deliver insulin. Corrosion was observed on the mechanism rails, inner top housing and top battery. This corrosion can be attributed to the observed leak. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.